Manufacturer narrative:
The hemoccult developer's product instructions state "do not use in eyes" and the kit box has a warning statement of "caution do not use in eyes". The bottle's label artwork also contains an image depicting to not use the developer in the eyes. The hemoccult developer has warnings on every piece of artwork and product instructions that the developer is not to be used in the eyes. It is suspected that the patient did not read the bottle before using the developer as eye drops. Beckman coulter recommends that customers read all product instructions and labeling before using the product. Use error caused or contributed to event.

Event description:
An eye doctor informed beckman coulter that a customer had inadvertently used the hemoccult developer as eye drops and was coming in for an emergency appointment. However, the eye doctor reported that the patient had cancelled the appointment and was sent to an urgent care clinic instead. The eye doctor indicated that the patient is a medical staff. No additional information regarding the patient is available since the patient did not come in to see the eye doctor. The condition of the patient is unknown and it is not known of which urgent care clinic the customer went to following the event.